Event description:
It was reported an external fluid leak was observed originating from the arterial port of a theranova 400 during preparation/set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name: (B)(6) e1: initial reporter address: (B)(6) e1: initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.